Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device needed to be pre-loaded with a clip before first clip application on a vessel. This was not possible as the clip did not load itself properly between clip claws when the closing trigger was activated. The device was not even inserted into the trocar at this stage. The clips were not loaded properly into the jaws, resulting in clips falling off when trigger is activated. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
Date sent: 04/06/2009. Info anticipated, but unavailable at this time.